Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged having headache. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally/externally, observed an unknown dust contaminant inside the blower box at the inlet. Black particles were observed inside the iso port of the rear panel . An unknown dust contaminant was present on the bottom enclosure. Black particles consistent with sound abatement foam were observed inside the outlet of the blower box, on the blower, and inside the blower box. The blower casing/ impeller was observed to have had black contaminant consistent with foam degradation adhered to it. Evidence of liquid ingress was observed to the blower and blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The manufacturer concludes that they were unable to assess the symptoms specified in the complaint also observed contamination throughout the airpath, suggesting a source external to the device and also can confirm evidence of degraded sound abatement foam was observed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged having headache. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.